Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The monitor connection was repaired during the service call. The system was tested and found to be working as intended and put back to into service.

Event description:
It was reported that the 6800 system locked up at boot up prior to a case. No pt injury was reported.